Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The subject device was not returned. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to the instrument being inserted at an angle into the channel, which was caught in the rubber parts and forcible insertion caused damage, the insertion was shallow, and/or the valve was damaged because the user didn't follow the procedure described in the instruction manual. A review of the instruction manual identifies the following verbiage within section 7.3 attaching the biopsy valve to the endoscope: "put the biopsy valve on the suction valve holder or the instrument channel port with its tab near side in the illustrated direction. Push the upper part of the biopsy valve down slantingly onto the suction valve holder or the instrument channel port until the valve snaps into place".

Manufacturer narrative:
This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting. Due diligence for additional information was executed. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any information becomes available.

Event description:
As reported for this event, the device leaked during an unknown procedure. There is no reported harm or adverse impact to the patient.